Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate ii lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. The hmii lvas instructions for use (IFU) bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07jan2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on for a planned colonoscopy. The patient had been having intermittent diarrhea with 2-3 bowel movements per day. The patient has had dark stools ever since they have started iron sulfate tablets, but does not have frank melena or hematochezia. The patient also reported intermittent blood in his urine with burning during urination. It was additionally reported that during the colonoscopy, two 5-10mm polyps were discovered in the ascending colon, one 8mm polyp was discovered in the transverse colon, and one 6mm polyp was discovered in the sigmoid colon. All of the polyps were resected and retrieved. According to pathology, all of the polyps were tubular adenoma. The issues reportedly resolved on (B)(6) 2020.